Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device displayed an alert 60 indicating a restart failure and ble board communication error during training, after which the user was provided a replacement ilet from a trial supply. Symptoms included no changes in blood glucose levels. Outcomes included no injury, no medical intervention, and no hospitalization. The device was returned for investigation. Preliminary investigation of this case revealed a malfunction associated with device restart and internal communications consistent with an electronics or board-level fault. The complaint was confirmed in visual inspection. Troubleshooting was able to trace fault back to the u4 chip through the use of an oscilloscope. Probing the hoverboard found that the ilet was sending signals to the hoverboard but was not expected signals back from the hoverboard.